Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis indicated no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had elevated thresholds due to micro-dislodgement. The lead was explanted and r eplaced. No patient complications have been reported as a result of this event.